Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure was removed). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. The reporter commented: he had to remove essure (date unspecified) from a female patient due to important adverse effects "pain and bleeding". Company causality comment: this is a medically-confirmed, spontaneous case report. It refers to a female patient who had pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. The device was removed. These events are anticipated in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, the reporter related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed) and surgery (essure was removed). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: he had to remove essure (date unspecified) from a female patient due to important adverse effects "pain and bleeding". Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc. Company causality comment: this is a medically-confirmed, spontaneous case report. It refers to a female patient who had pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. The device was removed. These events are anticipated in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, the reporter related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as an incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("chronic pelvic pain (chronic pelvic pain of premenstrual beginning 9 months after insertion)") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. C68795) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smoker (5 cigarettes per day) and vitamin b12 deficiency. Historical drug: acnoral (yira a) normal uterine findings before insertion were reported. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion"). In (B)(6) 2015, the patient experienced metrorrhagia ("intermenstrual bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, contraceptives nos, surgery (essure removed through laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved with sequelae. At the time of the report, the genital haemorrhage and metrorrhagia had resolved with sequelae and the procedural pain outcome was unknown. The reporter considered genital haemorrhage, metrorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: he had to remove essure (date unspecified) from a female patient due to important adverse effects "pain and bleeding". Hysterosalpingography performed without contrast. Patient had chronic pelvic pain which could not be controlled with analgesics, and intermenstrual bleeding which did not relieve with oral contraceptives. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure was correctly placed, tubal occlusion . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-jun-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2920 cases. Genital haemorrhage. The analysis in the global safety database revealed 553 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 8-jun-2017: patient information was updated. Essure information was updated. Event "pain" was updated as "chronic pelvic pain". Events "pain during insertion and intermenstrual bleeding" were added. Batch number added. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("chronic pelvic pain (chronic pelvic pain of premenstrual beginning 9 months after insertion)") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. C68795) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smoker (5 cigarettes per day) and vitamin b12 deficiency. Historical drug: acnoral ((B)(6)) normal uterine findings before insertion were reported. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during insertion"). In (B)(6) 2015, the patient experienced metrorrhagia ("intermenstrual bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, contraceptives nos, surgery (essure removed through laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain had resolved with sequelae. At the time of the report, the genital haemorrhage and metrorrhagia had resolved with sequelae and the procedural pain outcome was unknown. The reporter considered genital haemorrhage, metrorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: he had to remove essure (date unspecified) from a female patient due to important adverse effects "pain and bleeding". Hysterosalpingography performed without contrast. Patient had chronic pelvic pain which could not be controlled with analgesics, and intermenstrual bleeding which did not relieve with oral contraceptives. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure was correctly placed, tubal occlusion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2.922 cases. Genital haemorrhage. The analysis in the global safety database revealed 549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.